Event description:
The customer reported that she took a bolus of 0.60 units at midnight and at 3:00 am on (B)(6) 2012 her blood glucose measured 124 mg/dl. At 5:00 am her bg was 278 mg/dl and she corrected with a 1.50 unit bolus. No additional bg or treatment history was given specifically, but she stated her bg was ¿going high with the pod¿ but came down with manual injections. When the device was removed (time not reported) the cannula appeared ¿pointed to the back.¿

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to reported hyperglycemia. Qualification records were reviewed and all acceptance criteria were met. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), if you get results above 250 mg/dl, but do not have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider," and advises ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), then replace the pod.¿